Manufacturer narrative:
B3: date of event - correction. B5: describe event or problem- correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the parent that the adult patient experienced inaccurate cgm values and wearable failure (please see (B)(4)). Per ts' follow up with the reporters, on thursday, (B)(6) 2024, at around 0900, the patient reportedly received an alarm on his unspecified insulin pump indicating that his blood glucose level had reached 301 mg/dl. The bg was not checked at that time. It was not documented whether the patient had symptoms at that time. Around 1100, the patient reportedly became unconscious and would not wake. His mother noticed that his egv was showing an unspecified low reading. She treated him with baqsimi; however, despite treatment, the patient remained unconscious. The parent called paramedic who took a blood glucose reading on arrival, which showed a level of 60 mg/dl and the egv was at 65 mg/dl. They administered another dose of baqsimi and the bg rose to 141 mg/dl after an unspecified time. After, his condition improved. At 1145, the parent noticed noticed that his blood glucose level was still declining and called paramedics again. The egv at that time was not documented. It was not documented whether a bg was checked or if the patient exhibited physical symptoms. Ems administered another dose of baqsimi and took another blood glucose reading, which showed a level of 139 mg/dl vs 54 mg/dl on his egv. The paramedics reportedly decided to take the patient to the emergency room due to the discrepancy between his blood glucose levels and cgm readings. The patient was admitted to the hospital for two days. His sensor failed during hospitalization (please see (B)(4)) and he was unable to use his cgm device during his stay. His blood glucose levels were monitored through regular blood glucose readings instead. During his stay, the patient experienced diabetic fatigue, which made him unable to remember the blood glucose numbers taken. The patient received tylenol for a headache and underwent a CT scan before being discharged from the hospital on sunday, (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 05/19/2024, it was reported that the parent that the adult patient experienced inaccurate cgm values and wearable failure (please see (B)(6). Per ts' follow up with the reporters, on thursday, on (B)(6) 2024, at around 0900, the patient reportedly received an alarm on his unspecified insulin pump indicating that his blood glucose level had reached 301 mg/dl. The bg was not checked at that time. It was not documented whether the patient had symptoms at that time. Around 1100, the patient reportedly became unconscious and would not wake. His mother noticed that his egv was showing an unspecified low reading. She treated him with baqsimi; however, despite treatment, the patient remained unconscious. The parent called paramedic who took a blood glucose reading on arrival, which showed a level of 60 mg/dl and the egv was at 65 mg/dl. They administered another dose of baqsimi and the bg rose to 141 mg/dl after an unspecified time. After, his condition improved. At 1145, the parent noticed that his blood glucose level was still declining and called paramedics again. The egv at that time was not documented. It was not documented whether a bg was checked or if the patient exhibited physical symptoms. Ems administered another dose of baqsimi and took another blood glucose reading, which showed a level of 139 mg/dl vs 54 mg/dl on his egv. The paramedics reportedly decided to take the patient to the emergency room due to the discrepancy between his blood glucose levels and cgm readings. The patient was admitted to the hospital for two days. His sensor failed during hospitalization (please see (B)(6) and he was unable to use his cgm device during his stay. His blood glucose levels were monitored through regular blood glucose readings instead. During his stay, the patient experienced diabetic fatigue, which made him unable to remember the blood glucose numbers taken. The patient received tylenol for a headache and underwent a CT scan before being discharged from the hospital on sunday, on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.